Event description:
During ultrasound guided liver biopsy, a bard max core 16g biopsy device was utilized. On the first pass, the needle advanced, but the other sheath did not. The device was replaced with successful biopsy on second attempt. FDA safety report ID# (B)(4).